Event description:
The customer's blood glucose was unknown. It was reported that the customer received a button error alarm during bolus delivery. The customer stated that the keypad buttons were not responding and that the alarm could not be removed. The customer removed the battery and reinserted it, but the alarm persisted. Assisted customer in clearing the alarm. Advised that the malfunctioning insulin pump would be replaced. Advised to revert to back-up plan per healthcare provider's instructions. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.